Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The following components were received for evaluation: pump, cassette reservoir, and extension set with filter. Visual inspection: pump was in good condition without damage; cassette latch arch had various cracks and its housing welds showed multiple stressed areas; extension set was occluded. Functional testing: delivery accuracy testing on the cassette found the cassette average delivery error to be within the published specification. Delivery accuracy testing on the pump found the pump average delivery error to be within the published specification. However, it was not possible to test the returned products as a system, the returned extension set is occluded. While the root cause is unknown, the most probable causes are: the operator applied an excessive amount of solvent in the bonding between the tube and the filter; production personnel did not detect the excess of solvent on the 100 percent visual inspection. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that operators can see if tubes present any excess of solvent and the implementation of the replacement of current solvent pots by solvent dispensers.

Event description:
It was reported that the pump-cassette combination has an accuracy of delivery of more than +6%. Extension lines were not occluded during therapy. No patient injury was reported.